Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#: p4l0643), egia60avm, egia60avm egia 60 artic vasc med sulu (lot#: p4j1083) sigpshell, sig power sigpshell control shell (lot#: n4k2221y), sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: (B)(6)), sigphandle, sig power sigphandle handle (serial#: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a procedure, when the stapler was used to create the gastric pouch, it was performed correctly. To create both anastomoses, the doctor stated that the staples were too exposed in the tissue, leaving a space where gastric fluid could leak, the surgeon then proceeded to reinforced with sutures. After completing most of the procedure, the blue test was performed, which was positive, revealing a small leak in one of the anastomoses. Finally, after reinforcing the anastomoses with sutures, bleeding began to occur along the staple lines used on the gastric pouch, the bleeding was much more than expected. Therefore, the surgery was extended for more than 30 minutes in an attempt to stop the bleeding by using sutures and a manual stapler.

Manufacturer narrative:
Additional information: d3 (MFR name and address), d4 (UDI#), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A video was also provided. Visual inspection noted that a tissue cavity could be seen. A needle was visible in the tissue cavity. Staples could be seen applied to tissue. A tissue cavity could be seen. Blood was pooling around the staple line. A clip was applied to the staple line. Gauze was noted in the tissue cavity. It was reported that the staple line was bleeding and the staple line content leak. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A video was also provided. Visual inspection noted that the reload was fully fired. The jaws were open. For functional testing, the reload was loaded into a representative instrument. The interlock was overridden. The reload was cycled without hesitation or binding and was applied to test media. The test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the staples were too exposed in the tissue, leaving a space where gastric fluid could leak, the surgeon then proceeded to reinforced with sutures the reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.